Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a routine generator exchange procedure. The patient's atrial lead was capped and replaced on (B)(6) 2020 due to an unspecified issue. The patient's condition was not provided.